Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed during a non-sustained ventricular tachycardia episode. It was recommended to leave programming parameters as is due an insolated true vt episode. No patient symptoms were reported and patient will continue to be monitored with regular follow up.